Event description:
Pt was a (B)(6) female with a right internal carotid artery (ica) occlusion. Physician made one pass with a merci retriever v 2.5 soft and two passes with a merci retriever v 2.0 soft. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. A hemorrhage was noticed at the distal portion of right ica after procedure. Medical intervention was not performed. Tissue plasminogen activator (t-pa) was not administered to the pt. Physician believes that the cause of the hemorrhage was either due to recanalization or damage to the vessel with the merci retrievers. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device sue factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.5 soft device could not be reviewed.